Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose. The customer stated that he was found unconscious by a family member and subsequently hospitalized. The customer stated that the low blood glucose hospitalization was caused by bolusing for a meal that he did not eat. The customer's blood glucose at the time of admission was unknown. The customer stated that the insulin pump was working fine and declined troubleshooting for low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.